Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low flows. The position was assessed with an angiogram, showing that the motor had moved into the aorta and there was a cannula kink just below the outflow cage. Multiple attempts to reposition were unsuccessful, and the pump was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The investigation for the reported positioning issue and low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Data confirmed low flow when pump started & remained to the rest of the case that triggered auto suction response and suction alarms. Data also showed pump was in ventricle for about 1 minute and a half, then back to normal position. Product was not returned for review. Based on clinical description & data, the root cause of the positioning issue is due to the patient's condition of the short aortic arch. This contributed to the cannula kink and low flows. This report is being filed as part of a retrospective review of historical records.